Event description:
THREE sensors from the same lot number failed within 5 days. The first Dexcom G7 15-daySensor failed after 6 days, the second failed while warming up. the latest one failedafter 4 days. I am a Type 1 Diabetic using these sensors with my insulin pump and nowam having to apply sensors earlier then I am supposed to base on Dexcom's 15-dayclaim, and getting argued with my dexcom over the phone about the replacementsensors for the failed sensors. When the Sensor fails, it deletes the serial number in theDexcom application, and without that number they use it to deny replacements, or tellyou it will be a courtesy replacement, and you only get 3 of those a year. One sensorfailed in my sleep and I woke up with a blood sugar over 250 because the pump didn'tdose the insulin because the sensor failed. / Product details: I have had 3 sensors in arow from the same lot fail, 1 of them an hour after inserting it, 1 of them after 4 daysand one of them after 7. The latest sensor to fail is serial number (b)(6). HECC: 1905. DPC: 2588, 3004, 1559, 3023, 2903. DEVICE COMPONENT CODE: 510. HEIC: 2561. REFERENCE REPORT: CDRH-50077484, CDRH-50077486. THIS REPORT CAPTURES Dexcom G7 15-day Sensor CGM #1.